Event description:
It was reported that no urine flow was observed as the part from the inlet tube to the drainage bag was blocked.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one meter bag was received with the inlet tubing and the sample port connector. Visual evaluation noted the inlet tubing was filled with a methylene blue and water solution and the solution stopped prior to entering the meter. The solution was emptied from the tubing and the tube was cut above the inlet tubing to meter connection to find that the top of the meter was not formed properly with an opening to allow the solution to enter. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure mode could be due to "error of inspector." The product used for treatment purposes. The product had failed to meet the specifications, and was influenced by the reported failure. The lot number was unknown, therefore, the device history record could not be reviewed. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that no urine flow was observed as the part from the inlet tube to the drainage bag was blocked.